Event description:
A malfunction was reported on the pump by the caller, who confirmed that no notable events preceded the issue. The customer¿s blood glucose level exceeded normal levels, displaying a "high" value, but no specific measurement was available. To manage the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not seek third-party assistance. Technical support provided pump reset instructions and assisted the caller in resetting the pump after the malfunction.